Manufacturer narrative:
The device was not returned for evaluation. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that her blood glucose (bg) levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. She attempted to lower her bg levels by delivering an extra bolus, but it did not work. The patient then applied a new pod and her bg levels subsequently dropped down to 10 mmol/l (180 mg/dl). When the pod was removed, it was noted that the cannula appeared bent. There was also blood observed at the insertion site, and her skin was "a little red".